Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient did not press go prior to connecting. A dummy tummy was not in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. The home patient (hp) said that there was moisture under two of the supply bags. She could not tell where the leak was coming from. The set was not being reused. The patient did not have pets that could cause damage to the supplies. A sharp object had been used to open the carton or overpouch, so proper procedures were reviewed. The hp cycled the power and a system error 2367 occurred. The tsr assisted to retrieve the cassette and get therapy readings, then advised the hp to let her registered nurse know about the alarm. The hp would perform a manual exchange. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.